Event description:
It was reported that the customer was admitted in the hosp due to high blood glucose. The customer had a no delivery alarm. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the inulin exited.